Manufacturer narrative:
(B)(4). Investigation summary:the device was received and evaluated at the service center. It was returned unwanted by the customer without any allegation of malfunction, however, a broken left hinge on irrigation safety cover was identified upon evaluation, hence this complaint can be confirmed. The broken part was replaced, a preventive maintenance was performed, and the device was tested and found to be working according to specifications. The broken hinges are a result of user mishandling of the device, probably during storage or transport, or probably a fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/14/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
Return of unwanted equipment with no reported issues. (B)(6) 20: broken left hinge on irrigation safety cover.